Manufacturer narrative:
One cadd solis hpca pump was returned for analysis with a damaged lens and the tamper seal missing. Functional testing was performed and the accuracy and the downs stream occlusion was found to be well with the specification limits. The unit passed all tests and no further actions required for primary concern.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed calibration test. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.